Event description:
Pt admitted for gsw to chest, during post-op course in the intensive care unit, his ventilator malfunctioned and completely shut down. The pt was manually ventilated with a ambu-bag until a new ventilator was obtained. The oxygen saturation remained at 99%, no complications to pt from this event.